Manufacturer narrative:
Additional information: a2, a3, a4, b3, b5, and d4. Corrected data: d1, g1, and h6.

Event description:
Allergan aesthetics received additional information that patient was treated to the lower abdomen and flanks on (B)(6) 2021 using the cooladvantage and coolsmooth pro applicators.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.